Event description:
It was reported that approximately ten months post port placement, the port was allegedly removed due to access problems and upon removal, it was found that the catheter was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one clearvue powerport attached to a catheter was returned for evaluation. Gross visual, functional and microscopic evaluations were performed for the returned device. The investigation is confirmed for the reported catheter fracture and identified leak issue as three longitudinal splits were observed to be 4.4cm, 4.7cm, 5.6cm from the distal end of the cath-lock, resulting in leaks from all splits and soft tissue blood residue at the split sites. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that some time post port placement, the port was allegedly removed due to access problems and upon removal, it was found that the catheter was allegedly fractured. There was no reported patient injury.